Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer reported they have been delivering 12 units of insulin every two hours, but their blood glucose was still high. Troubleshooting found the insulin pump did not alarm no delivery with a manual prime. The customer was advised their insulin pump was working as designed. The customer declined to return the product for analysis.